Manufacturer narrative:
Device is a combination product. Device evaluated by MFR. : it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient expired. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the moderately calcified distal circumflex artery. Following predilation, a 2.50x20mm promus element¿ plus drug eluting stent was deployed to treat the lesion. After deployment, slow flow was noted and after sometime timi flow established. The procedure was completed and the patient was transferred to intensive care unit (ICU). However, the patient had cardiac arrest and died. Stent thrombosis was suspected.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that when the patient went into cardiac arrest, cardiopulmonary resuscitation was performed and the patient was put on ventilator but could not be shifted to cathlab.